Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that high pacing threshold and high lead impedance were observed. Lead was explanted and replaced. The patient was fine after event.